Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.\ a review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pyxis did not turn on. A field service engineer (fse) troubleshooted and isolated the issue to drawer 5.1 in the auxiliary station. The station would boot back on if drawer 5.1 was not plugged in. The fse replaced the drawer controller for auxiliary 5.1, and all functions returned to normal, resolving the issue. The station powered on, all drawers and peripherals functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, device was not turning on the customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.